Manufacturer narrative:
Siemens filed MDR 1219913-2020-00628 initial report on 11-dec-2020 for a false positive atellica im toxoplasma igg (toxo g) result; MDR 1219913-2020-00628 supplemental report 1 was filed on 22-feb-2021 for additional information. 04-may-2021 - additional information: siemens initiated an internal study of 100 patient samples of which fifty (50) are normal patient samples from siemens and fifty (50) are patient samples from france. The patient samples from france for the internal study were purchased by siemens from an approved supplier and french acquisition company (inospecimens niobank). The samples have been run on advia centaur xp toxoplasma igg (toxo g) reagent lots 265, 267 and atellica im toxoplasma igg (toxo g) reagent lot 264. Due to reagent lot 263 expiration, this reagent lot has not been included. Overall, from the 100 samples tested in total, 4 samples produced different results (3 equivocal/positive, 1 equivocal/negative). Based on the number of negative results the customer tested with reagent lots 264 and 266, the calculated specificity for reagent lot 264 is 99.8% (446/447) and for reagent lot 266 it is 99.9% (1839/1840). Per the instructions for use (IFU), the resolved specificity from 3 studies is 99.3%. Siemens continues to investigate. MDR 1219913-2020-00626 supplemental report 2 and MDR 1219913-2020-00627 supplemental report 2 were filed for the same event.

Manufacturer narrative:
Siemens filed MDR 1219913-2020-00628 initial report on 11-dec-2020 for a false positive atellica im toxoplasma igg (toxo g) result; MDR 1219913-2020-00628 supplemental report 1 was filed on 22-feb-2021 for additional information; MDR 1219913-2020-00628 supplemental report 2 was filed on 26-may-2021 for additional information. 12-nov-2021: additional information: siemens performed an internal study with multiple atellica im toxoplasma igg (toxo g) and advia centaur xp (toxo g) reagent lots. A total of 145 patients were screened across 2 platforms with atellica im toxo g reagent lot 264 and 272 and advia centaur xp toxo g reagent lots 265 and 273. Out of the 145 patients, 144 showed consistent (reactive/equivocal or nonreactive/equivocal) results across both platforms. 22-nov-2021: siemens has completed the investigation. The outside the united states (ous) customer retrieved a false reactive result on a pregnant patient on atellica im toxoplasma igg (toxo g) with lot 264. The month before the patient was found non-reactive on atellica im toxo g with reagent lot 262 and the toxoplasma igm (toxo m) was non-reactive. Siemens reviewed sample handling and it was acceptable with the instructions for use (IFU). The customer's assay calibration data for reagent lots 262 and 264 were comparable to release criteria. Quality control (qc) data recovery was within product insert ranges and peer qc data. The customer sent patient samples to be tested on alternate test methods that were non-reactive for both toxo g and toxo m. Siemens reviewed internal release qc and medical decision pool (mdp) data and lot 264 was comparable to other toxo g reagent lots. The patient sample was received and tested by siemens. During the study, atellica im reagent lots 264 and 266, along with immulite 2000 toxoplasma quantitative igg (txp) reagent lot 509 were run. Siemens qc were run (n=3) for each reagent lot and verified the assay's validity. The patient sample was run (n=3) with atellica im toxo g and recovered reactive with both reagent lots and non-reactive with the immulite 2000 txp. This replicated the customer's observations. The patient sample was treated with heterophilic blocking tube (hbt) and with non-specific antibody blocking tubes (nabt) and all replicates recovered reactive with both atellica im reagent lots. The testing performed by siemens indicates that the false reactive results are not atellica im toxo g reagent lot or system specific. Siemens initiated an internal study that included fifty (50) normal internal patient samples and fifty (50) patient samples from france. All samples were tested with atellica im reagent lot 264 (n=3) and advia centaur xp reagent lots 265 and 267. Overall, from the 100 samples tested in total, 4 samples produced different results (3 equivocal/reactive, 1 equivocal/non-reactive). Siemens screened 145 patients across the two platforms with atellica im toxo g reagent lots 264 and 272, and advia centaur xp toxo g reagent lots 265 and 273. Out of the 145 patients, 144 showed consistent (reactive/equivocal or nonreactive/equivocal) results across both platforms. The calculated specificity for this customer for toxo g reagent lot 264 is 99.8% (446/447). Per the atellica im toxoplasma igg (toxo g) instruction for use (10995430_en rev. 02, 2019-08), the initial relative specificity results from 3 studies range from 97.7%- 99.8%. Based on the available information, the atellica im toxoplasma igg (toxo g) reagent lot 264 is performing as intended and a product performance issue has not been identified. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. MDR 1219913-2020-00626 supplemental report 3 and MDR 1219913-2020-00627 supplemental report 3 were filed for the same event.

Manufacturer narrative:
Siemens filed MDR 1219913-2020-00628 initial report on (B)(6) 2020 for a false positive atellica im toxoplasma igg (toxo g) result. (B)(6) 2021 - additional information: siemens received the patient sample for further study. The returned sample was tested (n=3) with the atellica im, toxoplasma igg (toxo g) reagent lots 264 and 266, resulting reactive (positive). The patient sample was treated with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt), both resulting reactive (positive) with atellica im reagent lots 264, and 266. System performance was verified with acceptable atellica im quality controls results. The same patient sample was also tested (n=3) with the immulite 2000 xpi toxoplasma quantitative igg reagent lot 509 assay, resulting nonreactive (negative). The study performed with the atellica im toxo g using an alternate reagent lot/system indicates the false reactive (positive) results observed by the customer are not reagent lot or system specific, but potentially a patient sample specific issue. The reactive results from the study were produced with 2 different toxoplasma igg (toxo g) reagent lots and indicates the false reactive results are not specific to a unique reagent lot. Siemens continues to investigate. MDR 1219913-2020-00626 supplemental report 1, and MDR 1219913-2020-00627 supplemental report 1 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, false positive atellica im toxoplasma igg (toxo g) patient results. Siemens is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2020-00626 and MDR 1219913-2020-00627 were filed for different test dates of samples from the same patient.

Event description:
False positive atellica im toxoplasma igg (toxo g) results were obtained on samples from the same patient. The positive results were considered discordant compared to a negative toxoplasma igg result from (B)(6) 2020 when run with a different reagent lot. The customer sent the patient samples to a reference laboratory and they were tested on two other alternate toxoplasma igg test methods, resulting negative. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, false positive atellica im toxoplasma igg (toxo g) results.